Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels. The customer's bg level was 50 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were available from 3/8/2020 onwards. Logs were reviewed from 3/8/2020 to 4/6/2020. No bg readings or bg entries under 54 mg/dl were observed. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
Removed: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device returned to manufacture updated to yes, reason for non-evaluation updated to anticipated but not begun, removed: other reason the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.